Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report MFR report was sent in error. Flow issues while aspirating/drawing up or transferring fluid into a chamber/reservoir is not considered to be a reportable malfunction.

Event description:
It was reported that the needle did not aspirate with a bd precisionglide¿ needle. This occurred on 2 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported the needle would not pull insulin into the syringe. Description of issue: customer reported issue with needle. Needle would not pull insulin into syringe. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance?o no. Proceed to step 4. Bg level: 150 mg/dl . 4. Item number. Bd 26 g, 1/2¿ needle 305111. Product lot number: m278916. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that the needle did not aspirate with a bd precisionglide¿ needle. This occurred on 2 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported the needle would not pull insulin into the syringe. 1. Description of issue: customer reported issue with needle. Needle would not pull insulin into syringe. 2. Number of occurrences: 2. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Bg level: 150 mg/dl 4. Item number? Bd 26 g, 1/2¿ needle ¿ 305111. 5. Product lot number: m278916. 6. For bd product only, are samples available for investigation? No. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle did not aspirate with a bd precisionglide¿ needle. This occurred on 2 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported the needle would not pull insulin into the syringe. Description of issue: customer reported issue with needle. Needle would not pull insulin into syringe. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Bg level: 150 mg/dl. Item number: bd 26 g, 1/2¿ needle ¿ 305111, product lot number: m278916. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.